Event description:
You c, zhang x, wu y, et al. Solitaire stents deployment may reduce ischemic events in staged angioplasty for severe carotid stenosis. Vascular. 2021;29(4):535-542. Doi:10.1177/1708538120965300. Medtronic literature review found a report of patient complications in association with a solitaire stent. The purpose of this article was to examine the safety and effectiveness of solitaire stents in staged angioplasty. Small balloon angioplasty >3 mm in diameter) only was performed in stage 1 (group 1). If antegrade flow during stage 1 was compromised, then a solitaire stent was deployed (group 2). Twenty-five total patients were included in the study: 19 in group 1, and 6 in group 2. The average age of patients in group 2 was 75 and was comprised of 6 males. The six patients with solitaire stent deployment were followed up for one year. During this time, no cerebral infarction or cerebral hemorrhage occurred. All six patients in group 2 were said to have a good clinical outcome (mrs score 0¿2). The article does not state any technical issues during use of the solitaire. The following intra- or post-procedural outcomes were noted:  one patient in group 2 developed symptomatic cerebral hyperperfusion syndrome (chs). The patient with chs presented with transient irritability and aphasia 10 hours after the operation. Symptomatic chs was defined as ipsilateral temporal, frontal throbbing headache, seizure, irritability, confusion, focal neurological deficit in the ipsilateral hemisphere in the absence of new cerebral infarction on cerebral diffusion-weighted magnetic resonance imaging (MRI), cerebral hemorrhage, or subarachnoid hemorrhage unrelated to the intraoperative guidewire operation.   One patient in group 2 developed hyperperfusion phenomenon. Postoperative hyperperfusion phenomenon was defined as asymmetrical index of cerebral blood flow (cbf) was over 120% on CT imaging with or without neurological symptoms after carotid angioplasty.   Four patients in group 2 showed near occlusion of the ipsilateral ica.   Three patients in group 2 received second stage angioplasty.

Manufacturer narrative:
You c, zhang x, wu y, et al. Solitaire stents deployment may reduce ischemic events in staged angioplasty for severe carotid stenosis. Vascular. 2021;29(4):535-542. Doi:10.1177/1708538120965300. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.